Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the cartridge tubing was discolored and customer used another cartridge. Customer also reported that at times the pump battery was warm to the touch; there were no temperature alarms. Customer continued to use pump. Customer's blood glucose was 106 mg/dl.